Event description:
It was reported that the user did not observe drops and discovered the ilet pump was missing a cartridge, after which a support agent guided a cartridge and supply change and the user successfully reconnected the pump. Symptoms included hyperglycemia with a reported blood glucose around 233 mg/dl while the user was ill with a viral infection and taking medication. Outcomes included no hospitalization or alarms. Investigation included product troubleshooting and user education. Investigation of this case revealed user setup error resolved through guided cartridge insertion and supply change, with hyperglycemia possibly influenced by concurrent illness and medication use. It was concluded, based on previously established findings for similar reports, that the cause was unclear due to mixed factors including user error and illness. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
"This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence